Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: "capsular contracture baker grade iii/IV".

Event description:
Patient reported "capsular contracture baker grade iii/IV". This record is for the left side. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a5, a6, b3, g2.

Event description:
Patient reported left side capsular contracture, baker grade iii/IV (confirmed by physician). The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5 d6b h6. Clarification to b3 partial date of event: october 2024 was provided.

Event description:
The device has been explanted and replaced.